Event description:
Approximately seven months post heartware lvad implantation, it was reported that the patient underwent an elective controller exchange due to a faulty controller power port. A review of the log files confirms the 'poor connection' event but the controller passed visual and functional system testing. Testing did not indicate any abnormal operation of the controller and concluded that this failure is most likely due to a communication anomaly between battery and controller. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The site has indicated that the pump remains implanted. The controller was returned to heartware for evaluation; the controller was exchanged without incident and there was no reported patient injury. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual examination and functional testing; the controller performed per specification. Controller log files for the reported event date were not available and therefore analysis could not confirm the reported event on the event date. However, analysis revealed inappropriate battery switching with a critical battery alarm correlating to the reported event description approximately two week prior to the reported event date. Analysis indicated that the battery connected to power port 1 of the controller experienced an issue wherein the battery was interpreted to have no capacity. It has been demonstrated that the most likely root cause of the reported event is a communication issue between the controller and the connected battery.

Event description:
Approximately seven months post heartware lvad implantation, it was reported that the patient experienced a short audible alarm and rapid switching from one battery to the other. The issue occurs when the patient walks or is sitting (e.g. On a public bus). The patient underwent an elective controller exchange. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, the controller ((B)(4)) has been received by the manufacturer for further analysis. Additional information will be submitted with-in thirty (30) days of completion of the investigation.